Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite infusion set was separated the following information was received by the initial reporter with the following verbatim. It was reported by customer that they had a tubing malfunctions. Verbatim: rcc received a complaint via email. Email(s) attached. I was alerted of a tubing situation today that has now occurred in a few facilities across the system. Please see attached photos. I wanted to reach out to ask if bd has issued a practice alert or recall on the tubing. Since this has occurred multiple times, I think that we need to be sure nursing staff are aware and to report if it occurs again. I also was not sure if bd has completed an investigation on the tubing or had an official statement they would like us to communicate. I apologize if this has already been discussed, I knew it once happened at xxxxx, but wasn't aware it was occurring at other sites as well.

Manufacturer narrative:
One photo was taken by the customer that confirms the separation between the tubing and the pump safety clamp. A quality notification was sent to the manufacturer. From the manufacturing investigation, the potential root cause could be related to lack of solvent due to an incorrect insertion of tubing to solvent dispenser by the production personnel and/or due to opportunities with the solvent dispenser. Reported lots were manufactured on dec 2024, before actions implemented for a similar condition reported. Following actions were defined: ¿ an accessory to be implemented to the medica solvent dispenser that assists the production personnel in guiding the tubing to the insertion point. Approved on (B)(6) 2024. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information provided.